Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided; age was not provided; patient weight was not provided; event date unknown.

Event description:
It was reported that the hex driver (rhd2.5) did not assemble with the mount. Doctor could complete the procedure with another instrument.

Manufacturer narrative:
After additional information was received on october 27, 2017, it was determined that this event no longer meets the criteria of a malfunction if were to recur would cause or contributed to a death and/or serious injury. As a result, the prior submission for MFR- 0001038806-2017-00747 submitted on 23 oct 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event.